Event description:
A malfunction on the pump was reported, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted in the reset process, and ensured the customer understood to contact them if the issue reoccurred. The malfunction did not recur after resetting, and the customer was advised they could continue using the pump.